Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the blue/green cable and the lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the rear rotation knob has been damaged by the procedure light melting the piece. The customer has also indicated that the green cable is not staying connected into the control module. There have been no pt consequences reported.